Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that intermittent high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. It was noted that rrt was programmed off following the previous reported noise, however, upon activation of the lead safety switch (lss) feature in relation to the out of range measurements, noise was again observed due to the switch to unipolar configuration. Boston scientific technical services (ts) reviewed stored device memory and noted that the intermittent high out of range pacing impedance measurements began 1 year 8 months ago. Ts discussed troubleshooting and programming options. The root cause of the out of range impedance measurements was unknown. The physician planned to program the ra lead to unipolar pacing and bipolar sensing at the next in clinic visit.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. The patient was scheduled to be seen in clinic on a future date to program the respiratory rate trend (rrt) feature off. No adverse patient effects were reported. This product remains implanted and in service.